Event description:
It was reported that the device failed to evacuate. A 2.1mm jetstream xc catheter was selected for use in a superficial femoral artery (sfa) atherectomy, to treat chronic total occlusion. The target lesion contained soft plaque. The physician treated the diseased section with no issues. During the end of the procedure, while using the jetstream device, suction was noticed as not active. There were no visible defects noted, when this issue occurred. The procedure was completed successfully and the patient is fine.

Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc atherectomy catheter was visually and microscopically examined. Visual examination revealed buckling to the sheath at the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported that the device failed to evacuate. A 2.1mm jetstream xc catheter was selected for use in a superficial femoral artery (sfa) atherectomy, to treat chronic total occlusion. The target lesion contained soft plaque. The physician treated the diseased section with no issues. During the end of the procedure, while using the jetstream device, suction was noticed as not active. There were no visible defects noted, when this issue occurred. The procedure was completed successfully and the patient is fine.